Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analyst commented, beginning (B)(4) 2015, ventricular sensing integrity counts up to 172; ventricular tachycardia (vt)-non sustained episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(4) 2015 for sic greater than 30 in 3 days and 2 or more high rate non sustained tachycardia episodes. Concomitant medical products: icf09b52 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead tip was damaged and there was noise and oversensing. It was noted that the patient experienced asystole arrhythmia as a result of the event. A revision was performed and the lead remains implanted, however only the high voltage coil will be used. A new implanted lead will be used for pacing and sensing. It was also reported that the insulation on the other lead was inadvertently cut during the revision. The other lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.